Event description:
According to the reporter, occurred in a vats lobectomy procedure, during the first staple firing across the left upper lobe, the device was unable to fire and unable to squeeze the handle. To resolve the issue and complete the case they pulled the handle, the product with the same lot number was pulled first and it did not work, the next handle was pulled from a different lot number and it worked. A new handle and reload was used to resolve the issue. No patient injury.